Event description:
It was reported that this right ventricular (rv) lead was explanted due to lead dislodgement confirmed though fluoroscopy, and a new rv lead of the same model was placed. This lead was retained by the customer and will not be returned. No additional adverse patient effects were reported.